Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that when trying to load the patient file on the computer for pre-operative planning there was an error message. A field service engineer discovered that there was an image bad contrast value, but also that all the trajectories were deleted. To move forward with surgery, the surgeon had to re-load all images and create the surgical plan again while the patient was asleep. This resulted in a 2 hour delay.

Manufacturer narrative:
It was reported that the patient folder could not be opened and that the trajectories previously planned were deleted. Technical investigation confirmed the patient folder could not be opened due to a known design defect. However the cause for deleted trajectories could not be found. Device history record review and complaint history review did not identify any contributing factor.